Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records. Moreover, considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality and it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 4 months after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, the patient presented bone type iii and bone graft was placed, bone graft was placed, immediate implant procedure was performed and immediate load was done.